Manufacturer narrative:
Device evaluated by MFR: a xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located 5mm distal from the distal markerband. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented with may thurner syndrome and underwent venogram. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac vein (civ) and external iliac vein (eiv). Following bilateral placement of wallstents, two 16-4/5.8/75 xxl esophageal balloon catheters were placed bilaterally at the proximal civ for kissing balloon inflation at 5 atmospheres (atm). The balloons were moved bilaterally to mid to distal (civ). However, during the second inflation at 5 atm for a few seconds, one of the balloons ruptured. The balloon was replaced with another of same device and inflation was completed through to distal eiv. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The patient presented with may thurner syndrome and underwent venogram. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac vein (civ) and external iliac vein (eiv). Following bilateral placement of wallstents, two 16-4/5.8/75 xxl esophageal balloon catheters were placed bilaterally at the proximal civ for kissing balloon inflation at 5 atmospheres (atm). The balloons were moved bilaterally to mid to distal (civ). However, during the second inflation at 5 atm for a few seconds, one of the balloons ruptured. The balloon was replaced with another of same device and inflation was completed through to distal eiv. No patient complications were reported.